Event description:
It was reported that during a craniotomy procedure, the tip of the router broke and was imbedded in the patient¿s bone. It was also reported that the surgeon had to remove the broken fragment resulting in an unknown delay to the procedure. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a craniotomy procedure, the tip of the router broke and was imbedded in the patient¿s bone. It was also reported that the surgeon had to remove the broken fragment resulting in an unknown delay to the procedure. It was further reported that the procedure was completed successfully.